Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 47 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2021, 3014 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus & cervix). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 20-may-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 47 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of postpartum cardiomyopathy, scoliosis, cervical dysplasia, abnormal uterine bleeding, female sterilization, back surgery, irritable bowel syndrome, smoker, cholecystectomy, angiopathy, psychiatric disorder nos, gerd and suicidal ideation. Previously administered products included: albuterol hfa, wellbutrin xl, carisoprodol, valium, diclofenac, colace, prozac, neurontin [gabapentin], lidoderm, prinivil and percocet [oxycodone hydrochloride;paracetamol]. The patient had a family history of breast cancer. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2021, 3014 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed on (B)(6) 2021. The patient was treated with surgery (hysterectomy total robotic si, salpingectomy robotic si, cystoscopy.). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted removal date is updated to (B)(6) 2021 from (B)(6) 2021. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2021: surgical pathology report: specimen: uterus, cervix, fallopian tubes, bilateral, uterus cervix bilateral fallopian tubes. Final diagnosis: uterus, cervix, robotic hysterectomy: acute and chronic inflammation. Focal squamous metaplasia. Uterus, endometrium, robotic hysterectomy: weakly proliferative endometrium, with breakdown uterus, myometrium, robotic hysterectomy: leiomyoma. Focal superficial adenomyosis. Fallopian tubes, left and right, robotic bilateral salpingectomy: tiny para tubal cyst (first tube). Status post bilateral tubal ligation (essure devices present) (gross only). Gross description: the fundus contains essure devices at each cornu. There are 2 unoriented fallopian tubes loose in the container. The uterus and fallopian tubes are radiographed in the faxitron to reveal the essure devices to be properly placed within the fallopian tubes. The first fallopian tube is 6.2 cm in length by 0.4 to 0.6 cm in diameter, has a fimbriated end, and a pinpoint lumen. The second fallopian tube this 6 cm in length by 0.4 to 0.8 cm in diameter, has a fimbriated end, and a pinpoint lumen. [Physical examination] on (B)(6) 2016: psychiatric: her behavior is normal. She exhibits a depressed mood. She expresses suicidal ideation. She expresses no homicidal ideation. She expresses no suicidal plans and no homicidal plans. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: (B)(6) 2023: medical record received. Medical history & lab data updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 47 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2021, 3014 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus & cervix). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.